Event description:
The customer reported that the insulin pump was submerged in water after it slipped out of his hands. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump had a scratched display window.